Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error during the basic occlusion test as a result of a protruded/loose drive support disk. The device had scratched screen, damage case and missing end cap sticker. The motor passed the motor test. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump alarmed motor error during bolus. The alarm was cleared and the process started again. After delivering a new bolus the device alarmed motor error again several times. Advised the caller that the device would be replaced. No further information was provided.